Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 234-302 mg/dl. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.